Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while setting up extracorporeal circulation for the patient, the affinity nt oxygenator showed poor oxygenation prior to use. See attached. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the oxygenation effect of the first oxygenator was not ideal. There was no damage observed to the device.

Manufacturer narrative:
Correction b5: it was reported that while setting up extracorporeal circulation for the patient, the affinity nt oxygenator showed poor oxygenation. See attached. The device was replaced. There was no adverse patient effect associated with this event. Correction h6: annex f code updated additional info d4: UDI added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.